Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a few minutes of starting a therapeutic plasma exchange using a prismaflex tpe2000 set, the patient experienced sudden arterial hypotension with significant bradycardia. The patient was administered adrenaline and was admitted to the intensive care unit. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.